Event description:
It was reported that patient had issue with infusion set patch did not stick to skin upon insertion event on 02-mar-2026.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street street 2: suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.